Event description:
Reportedly, the device was implanted on (B)(6) 2012; a re-intervention was performed on the next day to reposition the ventricular lead. The device was not interrogated during these two days. On (B)(6) 2012, the device interrogation could not be complete and the following message was displayed: "the interrogation is interrupted". On (B)(6) 2012, the same behaviour was observed. It was possible neither to save the pt data in the screen "info", nor to access to aida memory nor to perform the manual tests (the "start" button remained greyed). An explanation is required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.